Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 device was not detected on the communication bus and had multiple pocket failures at the 4seb station. A field service engineer reseated the row board and retractor band cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 3.1 device was not detected on the communication bus and had multiple pocket failures at 4seb, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.